Event description:
The facility representative reported a device that shutdown while expected to be in the on state. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.